Event description:
All of the acat 1 intra-aortic balloon pumps purchased exhibit the same problem. When the invasive blood pressure input connection between the arterial pressure monitor and iabp is disconnected, the iabp continues to operate by mis-interpreting noise as a blood pressure signal. Reporter has made the co aware of this problem in april 2002. Replacement of the front-end board as recommended by the company has not fixed the problem.